Manufacturer narrative:
Support arm.

Event description:
It was reported by service report that the right support arm was bent which made that caster drag. No pt involvement or adverse consequences are reported.